Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. Reportedly, there was a crack along the battery compartment and the battery cap was not able to securely tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings: evaluation revealed that there was a crack in the battery compartment. The battery cap threads were found to be stripped. The returned battery cap was not able to maintain an electrical connection; power losses and pump reboots occurred during testing. The battery cap contact height and width measurements were found to be within the required specifications. A test battery cap was able to be secured to the pump properly and was able to maintain an electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.